Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer blood glucose reading was 144 mg/dl. Troubleshoot was performed. Customer was advised time and setting were retained. Customer troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer was advised to continue using the insulin pump until replacement arrived. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up, escape and down button response due to corroded keypad traces. No button error alarm during testing noted. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.